Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was unable to be charged. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device was not returned as it was kept by the medical facility.